Event description:
It was reported the patient¿s stimulation was ¿cutting in and out¿ and they were in ¿a lot of pain¿. The patient had not had any falls, traumas or injuries since the implant but the stimulation had not been working right for ¿a few weeks¿. The patient met with their manufacturer representative and health care provider (hcp) and impedance testing was performed, x-rays were taken and reprogramming took place. The results of the x-ray showed the leads had not migrated however impedance results showed that all contacts excluding 9 and 14 were greater than 10,000 ohms. The patient was reprogrammed using only contacts 9 and 14 which resulted in the patient only feeling stimulation in their right leg and not having effective pain relief with less than 50% therapy relief in their low back and both legs. The patient was to meet with their hcp at an unknown date to discuss their options, including a possible lead revision, but nothing had been planned. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information received reported the patient had a lead revision on (B)(6) 2014 and the original leads were returned to the manufacturer. The patient was noted to be doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Evaluation result code does not apply. Evaluation conclusion code does not apply.

Event description:
Additional information was received from the manufacturer representative that reported that there was a fractured lead that was replaced.

Event description:
The patient mentioned that they had to have all of their leads replaced because they quit working. They noted that the physician placed the leads as far up in their spine as possible, to help with their back. The issue had been resolved at the time of the replacement. No further complications or patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, lot # va0dkhv001, found that all the conductors were broken 23.4cm from the distal end. Analysis of the lead, lot # va0d0rd015, found that conductors #0-5 and #7 were broken 23.4cm from the distal end.